Event description:
It was reported that during implant procedure, following the placement of the ipg, lead diagnostics indicated normal impedances. The physician then used a bovie without the ipg being placed in surgery mode. A second impedance check was attempted; however, the ipg was unable to communicate with external devices. Multiple attempts to troubleshoot the ipg with a magnet were attempted to no avail. The ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Manufacturing reference number 3006705815-2022-18112 should not have been reported as a medical device report (MDR) due to additional information from analysis findings confirmed the ipg exhibited normal device characteristics and functionality.